Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Customer declined follow up from support team, so no troubleshooting was completed and no additional information or corrective actions were obtained.